Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (case# mw5055986) in united states on 22-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. After about 13 attempts to get the essure placed the doctor finally gave up. She was able to get one coil in the tube but the tube spaded and the coil came out. She could not find the coil so she told her that it would come out of its own. Consumer had heavy bleeding. She went through over 100 pads. She started having problems about a month ago, in (B)(6) 2015, she went to the doctor and she sent her for an ultrasound. The ultrasound showed that the coil was still inside of her. It has gone through the bottom of her uterus and the top of her cervix. She has been and she was still in a lot of pain the pain was controlled with mess but she still hurt all the time. She will have to have surgery to have the essure coil removed. She was not sure when her surgery will be. She was waiting on the doctor to call her. The doctor scrapped her uterus with the camera every time she went in and she was going to put her in the hospital and tied her tubes. Concomitant medications include naproxen, multivitamin and tylenol. Follow-up information received on 23-nov-2015 from consumer (case upgraded to incident): the consumer was (B)(6). Essure was inserted on (B)(6) 2015 (consumer did not have the lot number). Her symptoms started towards the end of (B)(6) 2015. She had the essure coil removed on (B)(6) 2015. There was only one coil inserted. Her fallopian tube spasmed and the doctor lost the one coil she inserted. When the fallopian tube had spasmed, it spit the essure coil out of the fallopian tube and the doctor told her that she would see it in the commode, but she never saw it. When another doctor removed essure she found part of the catheter was still attached, hooked to the coil and it had broken off and she removed the coil and the part of the catheter that had broken off. The consumer was on the depo shot (injection) as backup contraception. She also had to have physical therapy. She still had a little pain near her right ovary. Everything else had resolved including the cramping and bleeding. Product technical complaint (ptc) investigation result received on 03-dec-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical events are not indicative of a quality defect per se. Ptc assessment received on 17-dec-2015 without major changes. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had heavy bleeding (regarded as genital bleeding) months after essure (fallopian tube occlusion insert) insertion. She had the device removed (approximately 9 months after its placement). During this surgery, it was found part of the catheter was still attached, hooked to the coil and it had broken off. Heavy bleeding is listed in essure's reference safety information. Device breakage is anticipated according to the technical assessment. Abnormal genital bleeding may occur with essure therapy. In this particular case, consumer stated essure catheter was found broke and attached to the coil during a surgery for device removal. This device breakage could have been a contributory role in consumer's bleeding. Given events nature and based on their positive temporal relation with essure therapy; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was upgraded to incident, since device removal was required. Based on the available information, there is no evidence of a quality defect.

Manufacturer narrative:
Follow up information received on 07-mar-2016: no further information could be obtained despite follow up attempt. Follow up information (breakage questionnaire) received on 03-may-2016 from the physician (medical records also provided): patient's height and weight were provided (she was obese). Her medical history included cholecystectomy in (B)(6) 2013, a c-section in (B)(6) 2012 and another one in (B)(6) 2013. She had codeine, naprosyn and penicillin allergy. She was gravida 2 and para 2. Essure was inserted for sterilization on (B)(6) 2015 under paracervical block. The patient had a urine pregnancy test which showed negative result. Cervical dilation was applied during the procedure. Both cervical ostia were visualized at the onset of the procedure though the multiple eventual endometrial fluff eventually prevented good visualization. The first device was inserted into the tubal ostia. The tubal ostium spammed and the curls were displaced in the endometrium. The second device loaded through operating channel of hysteroscope, however, the second tubal ostium also spammed and the procedure was unable to be completed. The patient also became uncomfortable with the uterine distension; therefore it was decided not to proceed any further. The hysteroscope was removed from uterine cavity and the procedure terminated. The physician reported that no breakage occurred. According to him, the device displaced in endometrial cavity. Patient was on depo -provera since (B)(6) 2014 with last cycle (B)(6). On (B)(6) 2015, patient had a follow-up visit due to concern for migrated essure. It was informed in june/july, she started having back and hip pain and was taking naproxen as needed. She reports being so drained that she could not even do laundry/housework. She had lots of back and lower pelvic pain. During exams she also reported having dyspareunia. During her physical exam on the same day, essure was removed (during speculum exam), it was inside cervix. The device was removed from near cervical internal os with dressing forceps. According to the physician, the removal was medically necessary and patient also requested it. The patient had no injury and her outcome was reported as recovered. A picture of the device was sent with the medical records. The patient had no injury and she recovered from the associated condition. Company causality comment this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had a difficult essure (fallopian tube occlusion insert) insertion. According to the physician, the device was displaced in the endometrium. This device was removed (approximately 9 months later) from the near cervical internal os. Additionally, the patient reported heavy bleeding (regarded as genital bleeding) and also stated the device broke during removal. However, upon follow-up with the physician, he denied a device breakage (thus this event was deleted). The reported essure expulsion and genital bleeding are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). If the device is expelled into the uterus abnormal genital bleeding may occur. In this case, essure insertion was difficult due to tubal spasm and the device was displaced into the endometrium. Months later, essure was found and removed from the cervical os. Considering event's nature and their positive temporal relationship with essure insertion, causality with the suspect device cannot be excluded. This case was regarded as incident, since medical intervention for device removal was required. Based on the available information, there is no evidence of a quality defect.